Event description:
During an atrial fibrillation procedure, a versacross access solution was selected for use. The versacross access solution was advanced into the superior vena cava and the sheath/dilator was loaded onto the wire. The physician was able to advance the dilator into the femoral access site but got stuck at the sheath/dilator transition and could not advance further. The sheath was removed from the wire and it was observed that the tip of the sheath was stretched and buckling backwards from the dilator. A new versacross kit was opened and the new sheath was able to advance through the access site easily. The device will not be available for return due to disposal.

Manufacturer narrative:
Correction to d: suspect medical device (d1, d2a, d2b, 510k) to versacross transseptal sheath. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During an atrial fibrillation procedure, a versacross access solution was selected for use. The versacross access solution was advanced into the superior vena cava and the sheath/dilator was loaded onto the wire. The physician was able to advance the dilator into the femoral access site but got stuck at the sheath/dilator transition and could not advance further. The sheath was removed from the wire and it was observed that the tip of the sheath was stretched and buckling backwards from the dilator. A new versacross kit was opened and the new sheath was able to advance through the access site easily. The device will not be available for return due to disposal.